Event description:
The reporter, a gestational diabetic, stated that the rptr did consecutive blood glucose tests. Rptr was uncertain of timing, and did not use separate finger sticks for all tests. Rptr's reported results were 106, 91,89 and 84 mg/dl. Rptr did not have any symptoms. A control solution test was in range, 130 (93-139). No harm was alleged. F/u attempts to contact the rptr for further info have not been successful.